Manufacturer narrative:
(B)(4). The reported field event of an inability to engage the set screw was confirmed in the laboratory. The set screw was found to be completely backed out from the connector block threads. Visual inspection identified septum material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty engaging the set screw.

Event description:
It was reported that during lead replacement procedure, set screw could not be engaged. Device was explanted and replaced. Patient's condition was stable.